Event description:
New information received notes that the out-of-range pacing impedance was too low, and the insulation breach was noted via visual examination.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to capture, failure to sense and out-of-range pacing impedance due to an insulation breach. The ra lead was capped and replaced on (B)(6) 2025. Patient was asymptomatic, and their condition was stable.